Manufacturer narrative:
The vessel sealer extend (vse) instrument was transferred to the engineering team for further investigation. Advanced failure analysis (afa) investigation was completed on 12-may-2023 by an advanced failure analysis engineer (afae) and the following information was obtained: the initial failure analysis findings were confirmed. The instrument failed continuity test at the jaw with no ceramic dots. X-ray analysis confirmed the weld was broken slightly at the jaw. The fa report concluded that this was likely a manufacturing related issue. The complaint regarding vse would not fire was confirmed based on the failure analysis, which indicated that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis. The instrument failed electrical continuity test. The grip tip without the ceramic dots failed the electrical continuity test. There is no obvious damage to the conductor wire and the instrument passed the energy delivery test. The root cause is not determinable. The instrument was placed and driven on an in-house system and passed the self-test homing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and passed the cut, jaw gap verification and grip force tests. The grip force test result was 7.933 lbs. No ceramic dots were missing. A review of the log shows no errors. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue, however, the root cause is not determinable. This complaint is being reported conservatively due to unclear information provided by the customer: the vessel sealer extend instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, a vessel sealer extend instrument would get hot, but won't seal. The customer used a back-up instrument and continued with the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.